Event description:
It was reported that the catheter and the guidewire were inserted without incident (stated that there were no anatomical abnormalities), after the dilator and catheter were inserted, when trying to remove the guidewire out of the catheter, the guidewire started to unravel. There was some difficulty removing the guidewire from the catheter. It was further stated that the doctor was concerned that there may have been "fragments" left in the patient; however an x-ray and CT scanned was performed and it was confirmed that there were no abnormalities observed. The event occurred on a friday and the device was discarded at the hospital over the weekend, and it will not be returned for evaluation. It was indicated that the patient was doing well.

Manufacturer narrative:
It was indicated that the device was discarded at the hospital. The lot number was not provided and a device history record review could not be performed.